Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+ please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received an alarm instructing her to switch to manual mode while already experiencing hyperglycemia. Despite adjusting settings, her blood glucose remained elevated, reaching levels up to 450 mg/dl. Upon examination, the doctor observed that the pod had become detached, resulting in insulin leakage. The patient was advised to use podpals to help the pod adhere better to the skin. The patient presented to the hospital at 3:30 pm and was discharged at 6:30 pm, after a 3-hour visit.